Event description:
To correct my right thumb joint osteoarthritis, dr. (B)(6), inserted an artelon spacer and did arthroplasty on my thumb on (B)(6) 2011. The wound healed, but I suffered continuing problems with my hand: swelling, localized pain, radiating nerve pain, lack of function and strength. After a year and a half of little improvement, complete disability, and now the loss of my job of 16 years, dr. (B)(6) told me that I would be permanently disabled unless he took the artelon out. On (B)(6) 2012, dr. (B)(6) removed the artelon spacer from my right thumb joint and did an lrti revision surgery. I have experienced no swelling and almost no pain in my hand. I believe the artelon spacer caused these problems.